Manufacturer narrative:
A review of the pump black box revealed a cs 078 alarm. The original complaint was unable to be investigated due to moisture damage and the pump being unresponsive. Unrelated to the complaint, there was a crack found in the case near the lower right corner of the display. There was a leak due to a cracked pump case with evidence of moisture inside the pump. There was moisture corrosion on all the boards and display. The battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.